Event description:
The manufacturer received information alleging hotplate melting and a burnt plastic smell on a ds2adv auto CPAP . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.